Event description:
On 6/19/97 the ambicor device was implanted. On 9/18/97 "a revision surgery occurred because of the cylinders started to protrude in the glans area so the dr decided to use the gortex graft material to reinforce this area."